Event description:
Eighty-two inch extension set opened and an attempt made to prime tubing. Male extension, which is furthest away from pt, was defective and did not allow fluid to pass through. Closer examination revealed that connection had not been "bored out" to allow fluid to flow into tubing and eventaully into pt. The area of luer where tubing is inserted was completely intact, with no exit.